Manufacturer narrative:
The manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated (B)(4) 2010 . This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2015 from a reporter reporting on a consumer (age and gender unspecified) from the united states identified by the reporter via an internet search. The medical history and the concomitant medications were not reported. On an unspecified date in 2009, the consumer was injected with evolence collagen filler (lot number and expiration date unspecified) intradermally, once for an unknown indication under both eyes. After an unspecified duration, the consumer developed bumps under each eye. On unspecified dates, the consumer was treated with saline injections, restylane (non-animal stabilized hyaluronic acid) and cortisone (corticosteroid) injections (dose and frequency unspecified for all) to minimize the bumps. On an unspecified date, the bumps were surgically removed by an oculofacial plastic surgeon and the event resolved. The surgery left a scar under each eye. The action taken with the device was unknown. All market distribution of the device was discontinued in 2009 and the manufacturer (colbar lifescience, ltd) had subsequently closed. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related.